Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not sound an audible alarm tone during an alarm condition. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the info known by the reporter upon query by hospira personnel.